Event description:
The field engineer reported that the image quality during both fluoroscopy and review was mediocre and could not be interpreted. This resulted in images that were not usable leading to a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply voltage was adjusted and the circuit boards were reseated. The system was then found to be operating as intended.